Event description:
The user facility reported a 82-year-old female noted as high risk coronary intervention was implanted with an impella cp device for mechanical circulatory support. The complainant reported that the impella cp was implanted and turned on, soon after the impella decreased flows and immediately suction. Fluoroscopy of the cannula showed noticeable kink. Explant decided when impella flows had not improved. New impella cp implanted and used during procedure without issue.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the low pump flow has been completed since the original report was filed. The device was returned for investigation. Data logs confirmed the low flow when pump started & remained to the rest of the case. Visual inspection found a kink on can about 13 mm from of cage & can bonding site. No other issues were found on the rest of the pump. Based on clinical description, product analysis & data review, the root cause of low flow was due to canula kink. The cause of cannula kink was due to patient condition. The failure mode will be monitored and trended.